Manufacturer narrative:
The suspect product is the aviva test strips.

Event description:
Customer reportedly received results of 275 mg/dl and 120 mg/dl within 10 minutes on the aviva system. The customer did not provide the location where the discrepant results were obtained. The discrepant results occurred yesterday. No action was taken based on device results. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent. Accu-chek aviva system: meter, test strip lot number 300367, expiration date 02/29/2008.